Manufacturer narrative:
Additional information was received on 09-nov-2021. The patient is stable. Judgment of the physician who attended from null to non-serious (moderate/minor). According to the physician it is not the effect of the used catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient ((B)(6)) underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient¿s blood pressure drops to 35 from the time of left pulmonary vein (lpv) roof-ablation. As confirmed by echocardiography, the movement of the heart seemed to be poor, and drainage was performed. The physician commented that it was not due to the use of the catheter. After the drainage, while being brought to another hospital, the blood pressure of the patient returned to normal and the condition became stabilized. The patient was placed under observation. The patient is stable. The physician commented that this adverse event was not related to the catheter. Patient outcome of the adverse event was improved. Generator information: smartablate. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30583958l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).